Event description:
Customer reported false negative results for leukocytes on multistix 8sg strips. There was no report of injury as a result of this event.

Manufacturer narrative:
The discordant results were due to operator error. Siemens investigation found that the site was using a non-siemens instrument to read the siemens multistix 8sg strips. As stated in the multistix 8sg IFU: siemens reagent strips are ready to use upon removal from the bottle and the entire reagent strip is disposable. The strips may be read visually, requiring no additional laboratory equipment for testing. The strips can also be read instrumentally, using the clinitek family of urine chemistry analyzers and the appropriate software.